Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to ketones, but did not report due to being a past event. Customer reported that blood glucose was 260 mg/dl and was having difficulty with bolus. Customer declined troubleshooting. Customer was advised to contact healthcare professional.